Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jun2019. The customer confirmed the reported auto-start issue. The customer replaced the power switch overlay to address the reported problem.

Event description:
The customer reported the unit powers on without prompt. There was no patient involvement.